Event description:
Event description boston scientific received information that the patient with this pacemaker, went to the hospital due to dizziness. Interrogation was attempted on the device; however, telemetry could not be established. A magnet was applied and pacing spikes were not observed. The device was removed, replaced, and returned for analysis.